Manufacturer narrative:
The report of a user advisory (ua) 12 (lifeband not present) was reproduced during functional testing of the autopulse platform (sn (B)(4)). Review of the archive data revealed multiple ua 12 error messages occurring on (B)(6) 2018, and not on the reported event date of (B)(6) 2018. This confirms the reported event. The root cause for the ua 12 error messages is attributed to the lifeband switch assembly being out of specification. As part of routine service during testing, the platform was examined and found no other issue. The lifeband switch assembly was readjusted to specification and this resolved the ua 12 error message. The device was further functionally tested and operated as intended without any fault or error observed, and passed all final specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed a user advisory (ua) 12 (lifeband not detected) error message during shift check. The user replaced the lifeband multiple times; however, was unable to resolve the issue. No patient involvement.